Event description:
Pt was infusing medication and noticed line was full of air bubbles. Removed from arm immediately. Pt started using pump used previously. Company is forcing them to used curlin pump. Insurance won't pay for old pump. (B) (6) a month to user. Pt has contacted manufacturer concerning issue but manufacturer won't document event in correspondence. Pt spoke with pharmacist who stated that the design of the pump is dangerous. The loose bag of medicine causes tubing to fill with air. Company will not address the issue. This is dangerous to the lay user. Pump gave no alarms.